Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010, for the treatment of migraines (off-label use). The pt reported a popping sensation in her chest at the ipg pocket site, followed by a surge of overstimulation. As time progressed, the pt advised, she experienced worsening heating sensations at the ipg site and intermittent stimulation. An x-ray was taken but no anomalies were found. Diagnostic testing of the lead showed normal impedance on all contacts. The ipg was explanted and replaced. The explanted ipg was retained by the facility. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.